Event description:
It was reported to boston scientific corporation, that the reservoir connector on the hydrothermablator (hta) console unit was used during a therapeutic hydrothermal ablation procedure. According to the complainant, during the procedure, the timer clock stopped working. The physician manually timed the procedure to measure the duration for the flush/cooling fluid cycle. The procedure was completed with no complications to the patient.

Manufacturer narrative:
An evaluation of the returned device revealed no issues. The event could not be confirmed nor duplicated. A search of the field service records for this unit was conducted, and there are currently no known incidences of assembly, or refurbishment contributing to this failure mode.